Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the lowest glucose reported at 45 mg/dl and a cgm reading of 90 mg/dl after treatment; the event followed a meal announcement made when glucose was 72 mg/dl and the user did not finish the meal, and oral carbohydrates were taken to treat the low. Symptoms included hypoglycemia and malaise. Outcomes included resolution of the low after carbohydrate intake without hospitalization. Investigation included communication with the user and caregiver, analysis of the information they provided, and a review of device data trends and education regarding typical glucose targets. Investigation of this case revealed no device findings and no established device-related cause; the event was attributed to insufficient meal intake after a meal announcement, with basal delivery functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was not established due to insufficient information.